Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 12.0-12.2cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 13.8-14.1cm from the distal tip. The etfe coating was intact at these locations. Reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.